Manufacturer narrative:
Upon evaluation it was identified that the two welded support block on the front truss assembly had failed as a result of improper welding from our supplier as it was not welded to manufacturers specifications. Pelton & crane has already contacted the supplier of the front truss assembly and informed then of this issue. The supplier informed pelton & crane that they will update fqc document to include a conformity check of weldments to ensure front truss assemblies are manufactured to pelton & crane specifications.

Event description:
A dental professional was reclining a patient for treatment in a pelton & crane sp17 dental chair when the lift assembly broke resulting in the seat assembly to fall backwards towards the floor. The patient did not fall out of the chair. There were no injuries reported.